Event description:
It was reported that the pt fell in (B)(6) 2011, and was subsequently told that there was a broken lead. Reprogramming of the pt's implantable neurostimulator was performed. No pt symptoms were reported related to this event. Approx one month ago, the pt experienced a constant burning sensation when the device was turned on. When the device was turned off, the area was sore but there was no burning sensation. The pt met with the physician on (B)(6) 2011, to f/u with "the pt's cares." No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).